Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. When removing from the package, the needle pulled off the suture. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The used suture was examined for visual inspection defects and the swage area not was observed. Additionally the suture ends were cut (damaged). The sample condition suggests an improper handling of the needle/suture. This defect cannot be attributed to the manufacturing process.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.